Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. A sample photo was received. Results of the final investigation are pending completion.

Event description:
Consumer reported upon removal of a tampon, a piece of plastic pledget wrap came out with it. She did not report any adverse health effects.

Manufacturer narrative:
A review of the foreign material from consumer's sample photo was identified as a piece of cellophane used to protect the pledget prior to tampon assembly. The consumer's reported event was due to manufacturing. The cause of the cellophane material left on the pledget was inadequate process controls at the pledget loading station.